Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During fixation, it was noted that the lp exhibited high capture threshold. The physician elected to reposition the device. When the protective sleeve was pulled for pre-mapping the next position, the device slid toward the apical area. A pericardial effusion and cardiac tamponade was noted and a pericardiocentesis was performed. A surgical thoracotomy was performed to remove the lp and repair the perforation. The patient was unstable post procedure. No further information was received.

Event description:
New information received indicates that the location of the perforation was within the cardiac apex. The lp was not replaced. The patient was still hospitalized, but the patient was no longer unstable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.